Event description:
It was reported that the unit appears to be leaking fluid from right corner of powerload. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Power load was leaking oil.